Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance ending therapy which occurred on the homechoice during use during dwell 1 of 4 as one of the supply bags had fallen and become disconnected. The baxter technical services representative assisted to end therapy and the hp would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that there were no defects in either the bag or the cassette, and that the bag was not secured properly and had fallen due to use error. Since then, therapy has been going well and there were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.